Event description:
It was reported that this right ventricular (rv) lead was explanted as part of a system extraction due to erosion of device. No additional adverse patient effects were reported. The device was discarded by the explanting facility.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.